Event description:
It was reported that the pt's system was explanted on (B)(6) 2011 due to infection. No further info was given. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).